Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, bleeding, infection, urinary problems and recurrence. The patient underwent interstim implant on (B)(6) 2010 due to urge incontinence which was unresponsive to 2 therapies. The patient underwent revision of interstim on (B)(6) 2010. The patient underwent kenolog injections into the mesh implant site, concurrently with revision of interstim placement and scar tissue removal due to a fall and experiencing pain. (B)(4).